Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the reservoir broke inside the pump, leaked insulin into the pump, and the pump would not rewind. The customer also stated that a solid red light was showing on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a. Troubleshooting was performed. The customer reported insulin was visible in the reservoir compartment. The customer attempted to dry the compartment and was able to rewind the pump, but a solid red light remained. The pump failed the self-test and could not complete a proper rewind, repeatedly restarting with a pump error. The customer was unable to confirm the exact source of the leak but reported it was past the second o-ring. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm. Pump passed the sleep current test, active current test and self-test. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (3) pump error 38 alarms in the event date of 14-nov-2025 at 21:10:13, 21:15:02 and 21:15:53 during basal delivery. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Unexpected error message/exposed to moisture/rewind anomaly/device test failed¿was confirmed.¿¿led anomaly was not confirmed. Pump error 38 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.